Event description:
Healthcare professional reported injecting a patient in the nasolabial folds with juvéderm® vollure¿ xc. A month later, the patient returned with concerns of ¿inflammation¿ at the injection site and presented with a ¿cyst-like area¿ that ¿oozed, as if the body was rejecting and pushing out the hyaluronic acid gel.¿ the product was dissolved, and the patient was put on steroids. The patient responded well. The patient was then injected in a different area with an unspecified dermal filler. The patient returned with the ¿same symptoms.¿ event status is unknown.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.